Manufacturer narrative:
The reported event was dislodgement of the lead. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with dried blood/tissue. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The measured full helix extension length was within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies accept for procedural damage.

Event description:
Additional information received indicating that the event did not occur during implant; rather; it was actually noted during a separate in-clinic follow up after the lead has already been implanted. Hence, the procedure where the right atrial (ra) lead was explanted and replaced to resolve the event occurred during the latter time.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-14457. During implant, it was reported that there were concerns to the right atrial (ra) and right ventricular (rv) leads. Lead dislodgement was observed but it could not be conclusively determined if it was with the ra lead, rv lead, or both. Both the ra and rv leads were explanted and replaced to resolve the event. The patient was stable with no consequences.